Manufacturer narrative:
Awaiting return of the device for evaluation. A follow up report will be sent upon completion of the evaluation.

Event description:
Leg holder attached to a maquet table for a laparoscopic small bowel resection lithotomy position. Near end of procedure 2hrs, right leg holder gave way, was caught by staff around level of table. Patient told of incident afterwards and offered an x-ray if needed, theatre staff say no complaint of pain reported, no report of injury and no data of injury received.

Manufacturer narrative:
The device was received at the manufacturer, (B)(4). A root cause investigation could not be completed as the device had already been repaired by (B)(4). (B)(4) was unaware the device needed to be returned to the manufacturer for analysis. In its current condition, the device functions properly and passes all load tests, so we can no longer confirm root cause nor failure.

Event description:
Dplh attached to a maquet table for a laparoscopic small bowel resection lithotomy position. Near end of procedure 2hrs, right dplh gave way, was caught by staff around level of table. Patient told of incident afterwards and offered an xray if needed, theatre staff say no complaint of pain reported, no report of injury.